Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2009 (B)(6); 4193 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device was unable to be interrogated. It was also reported that it appears to be at end of service (eos).the device remains in the patient. No patient complications have been reported as a result of this event.